Event description:
Patient reported experiencing an increase in seizures which were alleged to be due to low battery. The patient has been referred for a replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect product was received by the manufacturer to undergo product analysis. Analysis has not been completed to date.

Event description:
Product analysis was completed on the returned generator. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. The electrical tests performed in the pa lab found that the generator was at an neos = yes condition. In the pa lab, the device output signal was monitored for more than 24 hours, and a comprehensive automated electrical evaluation was performed. No anomalies were seen, and the device performed according to functional specifications. There was no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was later reported that the patient underwent replacement due to battery depletion. Suspect product has not been received by manufacturer to date. No other relevant information has been received to date.